Event description:
I am disappointed over how a small bedwetting alarm can burn a child in the middle of the night. That is exactly what happened with my son's malem alarm. He was asleep and when I went to check on him an hour or so later, I noticed that the alarm had black stick substance coming out from it. This was a battery leak. I immediately removed the alarm and in the process, burnt my fingers. The alarm was so hot that it was hard to hold it. Fortunately my son was wearing a thick sweater, so nothing happened to him. This was a fresh alarm just purchased and first night of use. The batteries were the ones that came with the alarm.